Event description:
Pt on ventilator which alarmed "valve open vent inoperable" type message. Pt bagged and rt called and checked but could not find problem. Yet still not functioning properly. New ventilator applied without further problems.